Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the programmer electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. Analysis also found that the power supply was intermittently noisy and the system fan was noisy. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.